Event description:
On (B)(6) 2011, a 6mm gore hybrid vascular graft was implanted in an a-v access application. The implant was in the pt's arm, from the brachial artery to the brachial vein. Reported, the pt has 'tiny veins and arteries'. On (B)(6) 2011, the graft was ligated due to arterial steal syndrome.

Manufacturer narrative:
The investigation is currently in progress.